Event description:
Due to possible scaring the insert was removed and replaced with a new implant.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.